Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after a pulmonary vein isolation (pvi) ablation procedure with an 8.5f sheath. No imaging was performed of the access site prior to prostyle use in the vein. Reportedly, after deployment, the suture was noted to be stuck in the o-ring. The suture was cut and all was removed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture does not release from the suture bearing or suture bearing opening too small or burrs. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - failure to follow steps / instructions.